Manufacturer narrative:
The olympus endoscopy support specialist (ess) was dispatched to the customer site after being requested to perform an in-service. The ess had recently performed an in-service without any observations. At the time of the initial in-service, the user facility had cleaned a scope and had returned it to its original case. A week later, the scope had been pulled from that same case and the scope was used on a patient without cleaning it again. During the follow-up in-service, no observations were noted. The staff was trained on the manual of the evis exera iii duodenovideoscope. The staff present at the in-service had not been present during any prior in-servicing. It was noted that the staff present demonstrated the process back with understanding and were also proficient in the process. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility requested a reprocessing in-service for the evis exera iii duodenovideoscope after staff had used a new scope on a patient that had been cleaned a week prior. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the reporter.

Event description:
It was reported that there had been no patient infection as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due a difference in device handling and reprocessing steps between recommendations by olympus and recognition by the user facility. The event can be prevented by following the instructions for use (IFU) which state: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor field performance for this device.